Event description:
It was reported that during a cephalic vein dilation, a balloon detachment occurred. The highly stenosed lesion was in the arteriovenous (av) fistula. The fistula was not calcified and not tortuous. The ultra thin diamond 12 x 4 mm balloon was inflated two times at the lesion. Withdrawal difficulty occurred through another MFR's sheath. The balloon detached and remained inside the pt. Surgery was required to remove the balloon from the pt's arm. The pt's status is reported as "fine." Multiple attempts to obtain additional info were unsuccessful.

Manufacturer narrative:
The complaint was confirmed. Only the balloon was returned, the shaft of the device was not returned. Visual examination of the balloon found the distal end of the balloon to be bunched up and traces of blood visible inside. Microscopic examination of the balloon found no tears or damage to the balloon material. Approx 38 mm of the proximal end of the balloon was folded. The distal and the proximal radiopaque (ro) markerband are visible inside the balloon. No other issues were noted. The most probable root cause is operational context, due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.